Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the inspection magnet was missing. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer 7, the full-height cubie drawer in aux 1, not being recognized on the communication bus. A field service engineer replaced the insep magnet to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.